Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up at night and felt ill. The next morning, the customer still felt sick, and hours later, the customer was hospitalized for high blood glucose. The blood glucose reading was over 500mg/dl. It was stated that the infusion set was removed and found the cannula bent; no alarms occurred. No further information was provided.